Event description:
During a acdf procedure at c-576 level, while the surgeon used a caspar distractor to place the cage into the disc space the distractor broke at the joint. There was no adverse patient outcome due to this. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the hinge of one of the variable angles has broken off. The discoloration, rust, on the broken surface indicates that the instrument may have been previously cracked. Therefore the exact cause which has lead to this breakage is undetermined. It is possible that too much mechanical force well beyond its calculated design was applied during usage. The broken surface itself is homogenous which indicates material conformity as well. It appears that the instrument was not lubricated accordingly (intact angle and wheel are jammed up). Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No irregularities found during the device history record review relevant to this complaint.